Event description:
It was reported that a large volume infusor had a black particle on the outside of the stress member. This issue was discovered after compounding with a cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a solid, elongated, dark particle located at the base of the stress member column. The particle was in the fluid path. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.